Event description:
It was reported that the system was explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Product manufacturer reference number: 3006705815-2019-02984, and 1627487-2019-08901. It was reported that the patient was not getting adequate therapy. The patient has been reprogrammed multiple times without success. As a result, surgical intervention may occur.